Manufacturer narrative:
Corrected UDI: (B)(4). Device evaluation: upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was at setting 4. The valve was hydrated for 24 hours. The valve was visually inspected: no defects were note. The valve was programmed to setting 2. The valve was then primed, all air was removed from the valve during priming. Review of the history device records confirmed the valve product code 82-8804pl, with lot cvcby6, conformed to the specifications when released to stock in 17th march 2016. The root cause to the problem reported by the customer could be due to the valve being at setting 4, this however could not be determined. This means that the cam mechanism is across the valve and air might get blocked. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was at setting 4. The valve was hydrated for 24 hours. The valve was visually inspected: no defects were note. The valve was then flushed all air was removed from the valve during flushing. Review of the history device records confirmed the valve product code 82-8804pl, with lot cvcby6, conformed to the specifications when released to stock in 17th march 2016. The root cause to the problem reported by the customer could not be determined, as the problem could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Not able to get all the air out of the valve pre implant. Surgeon used 2nd valve to complete procedure, no delay in surgery over 30 minutes.